Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection noted that one of the retainer legs of the anvil was bent. Functional testing with a pmv anvil showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the connection of the device to the stapler on a laparoscopic sigmoid resection, the fingers of the device bent when attached to the stapler. The incision was extended by less than 1 inch due to the product problem. They opened a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.